Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe that the display monitor had a dark yellow tone. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device display monitor remained black upon power on and the device was unable to power off. In this state, the device may be inoperable and defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.